Manufacturer narrative:
The device was not returned to olympus for evaluation. The device was manually reprocessed in the following manner upon receipt of the device from olympus: device was brushed/squeegeed 6 times, scope buddy flush was performed twice and manually high level disinfectant (hld) with revitalox. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that after receiving the colonvideoscope back from repair, it appeared to have residual chemical residue inside the working channel. It was unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was appropriately precleaned. There were no abnormalities in the accessories used for reprocessing. Manual cleaning was performed within an hour after the procedure. The device appropriately rinsed before manual disinfection. The instrument/ suction channel aspirated water using enzymatic detergent. The following areas were brushed; instrument channel, suction channel, air/water valve/suction valve, biopsy valve. Based on the results of the investigation, olympus confirmed foreign material came out of the device through photos provided by the customer. Although the device was not returned it was noted that the foreign material looked like molykote residue but it could not be conclusively identified. The cause of the material remaining in the device could not be specified as the device was not returned for investigation. It is unclear if reprocessing was fully performed according to the instructions for use (IFU) and from the photos there was no damage to the area where the foreign material was detected. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue was noticed prior to being processed to be put back into use and was not used on a patient until cleared by olympus.